Event description:
Sales representative called to report one incident of leakage coming out of holes noted in the tubing. Further investigation within clinician revealed that an unknown solution leaked during patient use. Reportedly, tubing was changed immediately and there was no adverse patient injury as a result of this incident.